Event description:
Approximately 4 year(s), 4 month(s) and 19 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced deep infection. Patient began having instability and aspirate grew c acres. It was reported that an earlier event of soft tissue pain without injury occurred and the event was resolved through treatment with cortisone injection. The patient underwent a standard reverse revision for the infection with the reported removal of the standard humeral stem, torque screw, humeral tray, humeral liner, glenosphere, glenosphere locking screw, glenoid base plate, and compression screw / locking cap components. The outcome of this event is considered resolved and the case report form indicates that this event is definitely not related to the device and possibly related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
(D10) concomitant devices: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, 320-42-03 - equinoxe reverse 42mm humeral liner +2.5, 320-10-00 - equinoxe reverse tray adapter plate tray +0, 320-01-42 - equinoxe reverse 42mm glenosphere, 320-15-01 - eq rev glenoid plate. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6. MDR section codes updated/corrected: b, c, d. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.